Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced bleeding. The following information is unknown: estimated blood loss volume, source of the bleeding, cause of the bleeding, and what medical intervention, if any, was rendered due to the bleeding. The biopsied lesion was located in the left upper lobe (anterior segment) and was 1.2cm in size. Tools used during the procedure included a 23g flexision needle, forceps, cytology brush, and bronchoalveolar lavage was also performed. Imaging modalities included c-arm fluoroscopy, cone beam, and radial ebus. The diagnosis obtained from pathology was non-diagnostic. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Specific detail was requested regarding the amount of bleeding and any medical interventions rendered; however no information was provided. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
Based on the information provided, the cause of of the complication cannot be determined. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.